Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated, the battery impedance trend was rising. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached early recommended replacement time (rrt). A software upgrade or upload was done, but it was eventually decided to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.